Manufacturer narrative:
Customer reported that their AED will not power on and is prompting a service error. The maintenance activity was reported as monthly by check asi light and check pads dates. The battery pack expiry date is 12/31/2028 and pads expiry date is 11/30/2025. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED will not power on and is prompting a service error. The maintenance activity was reported as monthly by check asi light and check pads dates. The battery pack expiry date is 12/31/2028 and pads expiry date is 11/30/2025. They did not report that this event occurred during patient use.